Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was failed in the theater. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Two photos were provided. The first photo shows the device in what appears to be a plastic bag on a white surface. The plunger is oriented correctly. The plunger is at mid-nozzle. Due to the clear nature of the lens and device on a white background the lens is not visible, and we are unable to confirm if an accurate amount of ophthalmic viscoelastic device (ovd) is in the device or not. The second photo shows ungloved fingers holding a plastic bag with a company device inside, showing only blurry serialized mylar the serial number appears to be sn: (B)(4). . Unable to confirm if the plunger oriented correctly or not. A portion of the loading area of the device is shown but extremely blurry. The plunger appears to have been advanced past the loading area. Due to the clear nature of the lens and the blurriness of the photo the lens is not visible, and we are unable to confirm if ovd is in the device or not. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause based off the observation of the attached photos. The product has not been received to evaluate. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ovd should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. After the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).